Event description:
It was identified during a pm inspection that the stenoscope has a collimator problem associated with field size. When 6" was selected the field would have been 9". No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the collimator. Replaced and aligned the collimator. The system was tested and found to be working as intended and placed back into service.